Manufacturer narrative:
Results: the second penumbra smart coil (smart coil) evaluated had offset coil winds on its proximal end. The pusher assembly was kinked approximately 78.0 and 125.0 cm from the proximal end. Conclusions: evaluation of the returned smart coils revealed offset coil winds on both returned embolization coils. The first smart coil evaluated was unable to be advanced out of its sheath. The second smart coil evaluated was able to be advanced through its sheath but not into a demonstration microcatheter. If the smart coil introducer sheath is not properly aligned in the hub of the microcatheter prior to advancement, resistance may be experienced, and damage such as this may occur. The offset coil winds caused resistance when attempting to advance the smart coils into a microcatheter during functional testing. Further evaluation revealed kinks on the second smart coil¿s pusher assembly. These kinks were likely incidental and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 005168196-2018-00170.

Event description:
The patient was undergoing a coil embolization procedure in the middle cerebral artery (mca) using penumbra smart coils (smart coils). During the procedure, the physician was unable to advance two smart coils out of their introducer sheaths and into the microcatheter; therefore, they were removed. The procedure was completed using other smart coils and the same microcatheter. There was no report of an adverse effect to the patient.